Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The location and nature of the lesion is unknown. The 12mm x 2.50mm nc quantum apex over-the-wire balloon catheter ruptured during procedure under nominal pressure. The procedure was completed with a different device. No patient complications were reported. The patient's status was reported as ok. Additional information has been requested and is unavailable.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).